Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information had disappeared after medication ordered. A technical support specialist reviewed the patient case and confirmed that the pade admission message processed successfully with no errors or delays. The patient would have been visible during the stated admission window. Logged activity showed two canceled transactions, confirming the patient was accessible at the pyxis device at that time. No evidence indicated the patient dropped from the device unexpectedly; system behavior aligned with the discharge timestamp included in the pade message. No unit change or discharge reversal messages were received from pade to extend visibility or relocate the patient. Determined that the system was functioning as designed, with the patient discharged per pade instruction. Tss notified the customer to contact the host group for further assistance on resolving the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient record disappeared after the medication was ordered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.